Event description:
It was reported that during preparation of the 1.50x20mm mini trek a kinked was noted at a 70 angle on the device. When attempt was made to straighten out the kinked, it snapped in two pieces before was fully removed from the hoop. The kink on the hoop was noted that aligned with the location of the kink on the device. Another mini trek was used to complete the procedure. There was no device use or patient involvement, and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported kink on the packaging coil, hub/shaft and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that an attempt was made to straighten out the kinked and it snapped in two pieces. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely that the attempt to straighten the kink on the bdc contributed to the shaft separating. The investigation was unable to determine a conclusive cause for the reported kink on the packaging coil and hub/shaft; however, the reported separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.